Event description:
It was reported that the patient underwent a minimal access transforaminal posterior interbody fusion using a peek interbody device and rhbmp-2/acs at l5-s1. An unknown time post-operatively, the patient had low back pain radiating into left leg to knee. Imaging indicated that the patient had developed a bone spur from posterior margin of the implanted cage. A revision surgery was done approximately 7 years post-op, where the bone spur was resected and the fusion was extended to l4-l5. The patient outcome is unknown at this time.

Manufacturer narrative:
Implant date 2005. Revision surgery date (B)(6) 2012. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.